Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the bd phoenix¿ ap was contaminated and led to erroneous patient results. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: there was a complaint of contamination in phoenix ap instrument field service engineer (fse) was dispatched on site, performed decontamination and environmental testing. The instrument was operating as per normal specifications. Followed up with customer to check on environmental monitoring cultures , no further response from customer. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use, the bd phoenix¿ ap was contaminated and led to erroneous patient results. There was no report of patient impact.